Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a constant false air in line alarm was confirmed and duplicated. The root cause was attributed to debris (medical tape) found in the channel on the air sensor. The pump head channel was cleaned and the air in line test was performed to fix the problem. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This device is a remediated colleague pump with a user interface module software version of 6.13.90. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a constant false air in line alarm. According to the facility, it is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.